Event description:
Suspected uterine prolapse; trouble reaching and removing menstrual cup lead to uterus being pulled. Device included no instructions on removal and depth of cups sitting position did not allow for removal without pulling. Suffering from unusual continued cramping 7 days after start of period and approx 3 days after end. FDA safety report ID# (B)(4).